Manufacturer narrative:
G4: 30apr2020. B4: 04may2020. A fan guard was returned for analysis for the reported issue of 'the fan cover had come off'. An investigation was performed and the fan guard was closely examined. It has been determined that the part is in good to new condition with no apparent anomalies. Cause of failure undetermined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16sep2020. B4: 21sep2020. D4: UDI#: (B)(4). A speaker assembly was returned for analysis. Visual inspection of the speaker assembly reveals no damage or contamination. An investigation was performed and the reported problem was replicated. The returned speaker failed due to an internal electrical open. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Rec'd by MFR 20nov2019.date of report 27nov2019. The service technician confirmed occurrence of check vent error was confirmed at operation checking. The service technician replaced the speaker to resolve the issue. The fan cover had come off, so that the fan filter housing has been replaced. Overall checks, cleaning, run testing, and a function test were performed. The software was checked as version 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported check vent alarm occurred. The service technician indicated the occurrence of check vent error indicating primary alarm failure was confirmed at operation checking. The service technician also indicated the fan cover had come off. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the speaker and the fan filter housing to resolve the reported issue. Overall checks, cleaning, run testing, and a function tests were performed.